Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the 8mm force bipolar instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. A review of the instrument log for the force bipolar instrument (471405-06/n11210603-0025) associated with this event has been performed. Per logs, the force bipolar instrument (471405-06/n11210603-0025) was last used on (B)(6) 2021 on system (B)(4). The instrument had 3 uses remaining after the last procedural use. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the cable of the 8mm force bipolar instrument reportedly broke during the procedure, and it was unknown if any fragments fell into the patient's anatomy. The customer planned to perform an x-ray to look for fragments, but the outcome of the x-ray as well as whether any fragments were retrieved remains unknown. Unintended fragments falling into the patient may cause or contribute to an adverse event due to required surgical intervention. At this time, it is also unknown what caused the instrument breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument's cable snapped. The customer was unsure if fragments fell into the patient. The surgical team planned to perform x-rays after the procedure. The procedure was continuing as planned. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information about this event. However, no further details have been received as of the date of this report.

Manufacturer narrative:
On (B)(6) 2021, intuitive surgical, inc. (Isi) received a medwatch report 5105440 with the following information: a robotic force bipolar instrument was used during the case. A spring broke during the case. At first it was unknown if any fragments fell off into the patient. An x ray was ordered and taken. No densities were seen on the x ray. A new instrument was opened and the case was completed. This instrument will be sent back to intuitive for evaluation and reimbursement. 3/12 lives remain on the instrument. There are no apparent missing screws or broken cables upon visual inspection. However the jaws of the instrument aren¿t able to be opened all the way. Isi followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: it was confirmed that there was no patient injury. The x-ray was done and there was no foreign body. Patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.